Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 10-oct-2023 h6: investigation summary: it was reported the plunger of the syringe cracked while preparing medication and the plunger is missing the rubber head. To aid in the investigation, one sample in an opened packaging blister and one photo was provided for evaluation by our quality team. A visual inspection was performed. The plunger rod ribs have damage, and the rubber stopper is missing. The photo provided shows the sample received. No other defects or imperfections were observed. This defect could occur if there was a jam during the plunger rod-rubber stopper assembly process. A device history record review was completed for provided material number 302830, lot 3110702. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that the bd luer-lok¿ syringe the following was received from the following reporter: issue: plunger of 20ml syringe cracked while preparing medication, plunger is missing rubber head. Product available for return. No patient harm noted.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe the following was received from the following reporter: issue: plunger of 20ml syringe cracked while preparing medication, plunger is missing rubber head. Product available for return. No patient harm noted.